Event description:
It was reported to boston scientific corporation that a cold snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, the snare was unable to cut the polyp during polypectomy. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, the snare was unable to cut the polyp during polypectomy. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of unable to cut. Block h10 investigation results: one cold snare was received for analysis. Visual and functional analysis of the returned device found found no device problems. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual, and functional test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed.